Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark dc) was fractured approximately 3.0 cm from the hub and was bent approximately 59.0 and 99.0 cm from the hub. The benchmark dc was also ovalized approximately 109.0 cm from the hub. During functional analysis, the benchmark dc was flushed with air while submerged revealing a fracture underneath the strain relief. Conclusions: evaluation of the returned device revealed that the benchmark dc was fractured under the strain relief. This damage is likely a result of forceful mishandling at extreme angles. Further evaluation revealed bends and an ovalization on the catheter. These damages were likely incidental and may have occurred during packaging for return to penumbra facilities. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a benchmark 6f 071 delivery catheter (benchmark dc). During the procedure, the physician advanced the benchmark dc through the access sheath without any resistance. While flushing the benchmark dc, the physician found a leak at the proximal end of the benchmark dc. Therefore, the benchmark dc was removed and the procedure was completed using a new benchmark dc. There was no report of an adverse effect to the patient.